Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinder was visually inspected, and it was noted to be detached in the proximal end of the cylinder. Due to the detachment of the rear tip, the leakage test was unable to be performed. Based on the information available and analysis results, the allegation of mechanical issue and hole were unable to be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the cylinder was replaced. Upon explant, a tear was identified in the left cylinder; however, its cause was not detailed by the facility. There were no patient complications.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the cylinder was replaced. Upon explant, a tear was identified in the left cylinder; however, its cause was not detailed by the facility. There were no patient complications.